Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8043594. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine ii¿ self-contained insulin syringes were cracked. Customer¿s verbatim: ¿ pharmacist reported on behalf of consumer that some of the syringes were cracked. Occurrence date is unknown, lot # 8043594, product # 320468, exp 02-2023. Pharmacist replaced the product, sending replacement and mail kit to pharmacy.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine ii¿ self-contained insulin syringes were cracked. Customer¿s verbatim: ¿ pharmacist reported on behalf of consumer that some of the syringes were cracked. Occurrence date is unknown, lot # 8043594, product # 320468, exp 02-2023. Pharmacist replaced the product, sending replacement and mail kit to pharmacy.¿